Manufacturer narrative:
The device was returned for analysis. The reported product quality problem irregular appearance/ o-ring was able to be confirmed however after further investigation it was determined to be in specification. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. After further investigation it was determined to be in specification. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: device code 1667 was removed.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The two additional rotating hemostatic valves (rhv) devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that before use, the o-rings of three rotating hemostatic valves (rhv) were noted to be unstable. Therefore, a copilot was used instead to successfully complete the procedure. There was no patient involvement. No additional information provided. Returned device analysis revealed that the cap of the rhv leaked.